Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope communication error (error e216 and error b30) during reprocessing involving an olympus colonovideoscope. There were no reports of patient involvement.